Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to startup. Upon functional testing, the fse found that the host pc was not starting properly and identified that the memory module needed to be removed and reinserted. To resolve the reported issue, the fse removed and reinserted the memory module of host pc. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to startup. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.